Manufacturer narrative:
The information was not included in the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced an infection at the site. The customer¿s blood glucose level was unknown. Customer states that they had a sensor inserted that was then submerged in water, after that event, they had to receive treatment for the infection. Customer reports that they received medical treatment as a result of the site issue. Customer did not want to provide the information. Customer had large welts and redness at the sensor insertion site. Customer received injections at the site of the welt and prescription medication to fight the infection. Customer declined troubleshooting for the past infections or site issues. The device will not be returned for analysis.